Event description:
It was reported that the patient's left ventricular (lv) lead had high and variable thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the partial lead was returned in segments and analyzed with no anomalies found. Visual analysis noted apparent explant damage. Concomitant medical products:c154dwk, ICD, implanted: (B)(6) 2010. (B)(4).